Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient implantable pulse generator (ipg) had reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1432 sn: (B)(6). The returned ipg was analyzed and the reported allegation of message - received elective replacement indicator was confirmed. The ipg has been confirmed to be in the elective replacement indicator (eri) state. Analysis of the data log shows that the ipg reached eri 10 months and 6.1 days after the initial active programming. The average energy use index (eui) recorded was 42.9, which corresponds to an estimated theoretical battery lifespan of 8 months, and 25.7 days. This indicates that the battery's lifespan fell within the projected range. Therefore, this investigation is assigned a probable cause of end of life problem identified.

Event description:
It was reported that the patient implantable pulse generator (ipg) had reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively.